Event description:
A pt underwent evar in 2009. Upon follow up in (B)(6) 2013, the physician noted a type iii endoleak of the flex main body stent graft. The rep is meeting with the physician (B)(6) 2013 to get additional information. Update as per complaint form received (B)(4) 2013: "initial procedure was performed (B)(6) 2009. A 03/ov2010 ima was coiled due to type ii endoleak. On (B)(6) 2012 onyx - occlusion of lumbar's for another "type ii endoleak last follow up showed exclusion of aaa (B)(6) 2013; (B)(6) 2013. Patient came in with rupture of aaa due to type iii leak between 1. And 2. Stent". The pt did require additional procedures due to this occurrence: cuff was placed.

Manufacturer narrative:
Additional surgical repairs are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.